Manufacturer narrative:
The customer¿s report that medication started to leak out of a hole was confirmed. Functional priming testing found the set leaked from the tubing approximately (6) six inches below the tubing adaptor. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed and the set leaked from previously observed cut in the tubing. No further functional testing could be performed due to the leak from the tubing. The source of the leak is due to a cut in the tubing. The root cause of the cut damage could not be determined.

Event description:
It was reported that an IV bag of ferric carboxymaltose was spiked and while priming, it was noted that there was a space in the tubing that was not primed. The tubing was then held to allow the air to rise to the tip of the tubing but medication started to leak out of a hole. The tubing was clamped to prevent further leakage, the bag was removed, and a new set was spiked to keep the system closed. Thereafter, the doctor was notified and after calculating the approximate amount of lost medication, a request for a new medication bag was sent to the pharmacy. There was a delay in infusion therapy as the medication was not available for another hour. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an IV bag of ferric carboxymaltose was spiked and while priming, it was noted that there was a space in the tubing that was not primed. The tubing was then held to allow the air to rise to the tip of the tubing but medication started to leak out of a hole. The tubing was clamped to prevent further leakage, the bag was removed, and a new set was spiked to keep the system closed. Thereafter, the doctor was notified and after calculating the approximate amount of lost medication, a request for a new medication bag was sent to the pharmacy. There was a delay in infusion therapy as the medication was not available for another hour. Although requested, additional information was not provided.